Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the device was in clinical use during the event. The issue occurred during a planned/non-emergency treatment, which was completed as planned by restarting the system. There was no harm reported to philips. The philips field service engineer (fse) went onsite and confirmed that the system did not produce x-rays due to a hardware issue within the image processing pc (ip-pc). Review of system log files confirmed the malfunction with frontal ip-pc. Upon troubleshooting, the fse found an error in the ippc image disks, resulting in the recreation of the database and the deletion of studies by philips engineer. However, the fse replaced the ippc, and the application could not be reinstalled. The fse replaced both the host pc and ippc computers due to software upgradation issue and upgrade the software to 8.1.30.15. After replacement the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not produce x-rays due to a hardware issue with the image processing pc (ip-pc). No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.